Event description:
Event description cpi received information that this sensing lead triggered multiple inappropriate shocks during a short period of time in august. The patient's heart rate during this time was in the 40s, although the implantable cardioverter defibrillator (ICD) rate was programmed to 60. The problem was discovered at a follow up clinic visit in nov., and there have been no appropriate or inappropriate episodes since that time.